Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v761180, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that the ins (implantable neurostimulator) had migrated a bit. The patient stated that healthcare provider had assessed it and said it was ok. The patient also noted his symptoms had shifted slightly from right side to left side. The change in therapy/symptom was considered gradual. Two weeks later, hcp reported that they were not sure the cause of ins migration. It was only patient subjective complaint and there was no intervention needed.